Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated alert 38 motor stall alarms on the ilet during meal announcements; a dry run was performed and 165 units were successfully delivered, and the user was provided new supplies to try. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device mechanical jam associated with the motor component, and assembly problems were identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.